Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: x-rays were handed in by the surgeon (not with intention to report a complaint). However, x-rays show potential leakage of traumacem v+ cement into the gleno-humeral joint. This potential leakage was not mentioned, not reported and not confirmed by the surgeon. Feedback from surgeon is pending. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The results of the additional evaluation are as follows: device was not explanted, x-rays are not original and not of sufficient quality and completeness to allow a clear and final conclusion. Dps recommends a testing for leakage with an appropriate contrast medium prior to cement application. This would have reduced the occurrence of a cement leakage significantly. (B)(4).